Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date. E1 - initial reporter phone with extension - (B)(6). Additional contact information: (B)(6).

Event description:
It was reported that the pump had an event of alarm downstream occlusion in between testing and there were no patient involvement and unknown reported harm.

Manufacturer narrative:
One device was returned for analysis of complaint that pump had an event of downstream occlusion (dso) alarm. Service history review identified this device was last serviced in (B)(6) 2025. Review of event log found cassette not attached properly alarm. Visual and functional testing was performed. Cassette not attached alarm was replicated. Probable cause was a defective dso sensor. The dso sensor was replaced and device passed testing post repair.